Manufacturer narrative:
A getinge field service engineer spoke with the customer and had them take the unit into service mode, where it was found that there was no software for the power management board and no voltage readings for the board. The fse suspected that the board had come loose because of the unit being rolled across rough terrain. Upon physical inspection, the fse found the power management had come loose as suspected. So, in order to fix the issue, the fse pushed the board into the slot all the way and the unit then powered up normally. The unit passed all testing and was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power on completely. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.